Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising thresholds, high thresholds, rising impedance and high impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.